Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant placed in ada site 3 failed upon insertion due to inadequate bone density and air pockets. Clinician noted mobility and bone loss. The implant will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant placed in ada site 3 failed upon insertion due to inadequate bone density and air pockets. Clinician noted mobility and bone loss. The implant will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).